Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the disposable button broke off and is stuck inside the scope during the reprocessing of an olympus ultrasound gastrovideoscope. There was no patient involvement.